Event description:
The handles on the foot boards of the beds are breaking off. The hard plastic handles have either completely broken or have cracked and are near breaking. The edges are sharp and also leave the footboard open for spills.